Manufacturer narrative:
Follow-up #1 date of submission 05/17/2016-product analysis: the device was returned and evaluated by product analysis on 05/07/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events on: (B)(6) 2016 at 17:11, deliveries resumed at 17:17; on (B)(6) 2016 at 18:50, deliveries resumed at 19:10; on (B)(6) 2016 at 19:28, deliveries resumed at 19:42. The total daily dose history was appropriate for the user programmed delivery settings. No damage or defect was found to the battery compartment or battery cap. The cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s power circuit or other internal components. Unrelated to the complaint, investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient was treated in an emergency room that day. An intermittent power issue was alleged. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device malfunction could not be ruled out as a contributing factor to the reported health event.